Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint was replicated/confirmed. The instrument was found to have a broken grip cable at the distal end. The broken cable segment that contains the crimp was missing. Additionally, a visual inspection was performed and found the bipolar yaw pulley to damaged.